Event description:
It was reported to technical services on (B)(6) 2011 a md received a call to go to the emergency room (ER) to see a patient (pt) having cardiac episode at (B)(6) medical center in (B)(6). (B)(6) went with md to ER. Patient had a medtronic device. Rep gave programmer to md, did not program medtronic device. Pt ultimately died. Physician's analysis of the episodes was that the rhythm initially was nonhemodynamic, device inappropriately shocked pt into an arrhythmia. Patient remained in arrhythmia despite 15 shocks and external shocks. Device "observation" screen had reported an observation on (B)(6) at 2: 25pm which had measured the v-v intervals to be short and may be related to a lead abnormality. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).